Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient temperature probe would not register. Mss had nurse to check the probe to see if the temperature would read on the bedside monitor. The probe displayed on the monitor. Nurse adjusted probe and cable, still not registering and had no other temperature probe cable, would check with biomed and would look for another device.

Event description:
It was reported that the patient temperature probe would not register. Mss had nurse to check the probe to see if the temperature would read on the bedside monitor. The probe displayed on the monitor. Nurse adjusted probe and cable, still not registering and had no other temperature probe cable, would check with biomed and would look for another device.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.